Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effect of ventricular tachycardia (arrhythmia), as listed in the multi-link 8 coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that following an acute, inferior st elevation myocardial infarction related to the right coronary artery (rca), one 3.5x23 multilink vision stent was implanted in the moderately tortuous distal rca on (B)(6) 2014. Balloon dilatation was performed with no residual stenosis. There was also a 60% concentric, focal lesion in the distal left anterior descending coronary artery that was not treated. During the hospital stay the patient had a brief episode of ventricular tachycardia that was treated with intravenous medication, either potassium or magnesium, and the arrhythmia resolved. Since the procedure, the patient has not had chest pain. The patient has a little bit of shortness of breath on a long walk. No additional information was provided.